Event description:
Helix does not move gradually but pops out; therefore this lead was not planted. The device was not implanted. No patient complications have been reported as a result of this event. Helix does not move gradually but pops out; therefore this lead was not planted. (B) (6)-2010 the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.